Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump was damaged and also mentioned during troubleshooting that customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600mg/dl. The nurse stated that customer was in hospital for hyperglycemia. The customer was wearing the insulin pump during the hospitalization. The nurse stated that the insulin pump had crack from top right corner to the casing. The nurse was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No missing address serial number label noted. The insulin pump had a missing end cap sticker, minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.